Event description:
The customer reported that the device could no longer be opened after activating. Tissue around the jaws was resected in order to remove the device. There was no pt injury.

Manufacturer narrative:
(B)(4). The jaws of the incident device were not locked and the handle was not jammed when received. A visual examination noted that the jaws were clean with minimal blood and no residual tissue stuck in the jaws. Nothing was lodged in the jaws, such as a staple, that would cause the jaws to lock up. The device was latched and unlatched ten times without issue. We were unable to verify or determine the cause of the customer's report.